Event description:
Event description cpi received information that during the implant procedure of this implantable cardioverter defibrillator (ICD) post shock oversensing was noted. However, the oversensing was not enough to meet detection criteria.